Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Suggested event 1 based on the results of the investigation, it is likely that the incident was likely by an abnormality in the image sensor unit. The abnormality may have been due to damage to the bending section cover glue, suggesting that external stress was applied to the bending section, possibly damaging the cable inside. However, olympus could not identify a definitive root cause of the event. Suggested event 2 based on the results of the investigation, the incident may have occurred due to an abnormality in the electrical contacts. A stain was found on the connector's electrical contacts, suggesting that poor electrical connection with the system was possible. However, olympus could not identify a definitive root cause of the event. The instructions for use states the inspection method associated with the event in "section 3.8 ¿inspection of the endoscopic system chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited the b30 (scope communication error) due to damage to the imaging unit and contamination of electrical contacts in the video connector section. There were no reports of patient involvement.